Manufacturer narrative:
The customer called to request the replacement spare part number. The customer did not provide the surgical light part number or serial number. Maquet is not the primary service provider of these lights; they are maintained by the hospital biomedical staff. The customer stated that the hospital would be performing the repair by themselves. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer informed that a surgical light that was involved in a collision with an IV pole and that paint chips fell into the sterile area. No pt injury was reported. (B)(4).